Event description:
Event description cpi received information that these two myocardial sutureless leads (0030's) were removed from service due to oversensing. They were replaced with a cpi (0010) lead.